Event description:
It was reported that the graftmaster stent was being used in an attempt to treat a perforation that occurred in the proximal and mid right coronary artery during use of another device. The graftmaster stent would not cross to treat the perforation; however, the perforation was able to be sealed successfully via another method of treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.